Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 02-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (30 mg/ml at 2 mg/day) via an implantable infusion pump. It was reported that the patient received a lot of dose increases without relief. During a refill appointment the pump could not be aspirated and surgery was performed. The pocket was opened and the catheter was found to be exposed. The spinal segment was removed and replaced with a new segment. Once it was reconnected the catheter was able to be aspirated .